Manufacturer narrative:
The user reported discrepancies between sg and bg readings for six days. Initial review confirmed data was available in dms and the issue was not resolved through general education alone, so the case was escalated. Review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment.the user successfully re-linked the sensor, and dms confirmed the update. The performance review showed improved agreement between sg and bg readings. The user was advised to continue using the system and enter calibrations as needed. The case was closed after confirming the system was functioning correctly and data was up to date. B4. Date of this report 09 dec 2025. G3. Date received by the manufacturer? 09 dec 2025. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Event description:
Senseonics was made aware of an incident where the customer complained of discrepancies between sensor glucose (sg) readings and blood glucose (bg) meter readings. The customer complained that sensor readings switch between very high and very low values.the customer provided the below examples for review. A. 07.09. 8:51 pm bgm 243 07.09. - 8:50 cgm 137 stable arrow. B. 10.09 - 6:15 am bgm 360 10.09 -6:20 amcgm 191 stable arrow. C. 06.09 - 2:17 pm bgm 210 06.09 - 2:15 pm cgm 119 stable arrow. D. 10.09 4:50 pm bgm 286 10.09 - 4:52 pm cgm 186. The incident did not result in any patient harm or sensor removal.

Manufacturer narrative:
The case was escalated to next level support for additional review of the issue. The support team recommended customer to perform a re-link of the sensor and was provided with the steps. The re-link clears up the calibration buffer and gives the algorithm an opportunity to converge faster. Once the re-link was performed, the system performance improved with better agreement between bg entries and sg values. The customer confirmed that the system stabilized and had no further concerns.